Manufacturer narrative:
Analysis was complete. No lead anomaly found.

Event description:
Related manufacturer reference number: 2017865-2021-18249, 2017865-2021-18254. It was reported the patient passed away partially due to sepsis. The device system's role in the patients death was unknown. No further information was known about the event.